Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding(general)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 250 lbs. (B)(6) 2009- surgical pathology: diagnosis: a: uterus, hysterectomy. The myometrium shows adenomyosis. The endometrium is secretory phase. The cervix is also unremarkable. The final pathology report is based on gross macroscopic examination and frozen section histologic evaluation of specimen. Previously administered products included for prevent pregnancy: depo provera from (B)(6) 2008 to (B)(6) 2008. Concurrent conditions included overweight, menometrorrhagia and uterine bleeding. Concomitant products included levonorgestrel (mirena). On (B)(6) 2008, the patient had essure inserted. In june 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines/ headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful intercourse)"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In october 2008, the patient experienced anaemia ("blood or heart disorder/condition-type: anemia"). In november 2008, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain -lower abdomen"). The patient was treated with iron, ketorolac tromethamine (tora dol), naproxen and surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, anaemia, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased had not resolved. The reporter considered abdominal pain lower, anaemia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: looks good. Total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: treatment drugs, new event lower abdominal pain and onset dates of events added. Event headaches has been deleted and verbatim clubbed to the event migraine. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding(general)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6) lbs. On (B)(6) 2009- surgical pathology: diagnosis: a: uterus, hysterectomy. The myometrium shows adenomyosis. The endometrium is secretory phase. The cervix is also unremarkable. The final pathology report is based on gross macroscopic examination and frozen section histologic evaluation of specimen. Concurrent conditions included overweight, menometrorrhagia and uterine bleeding. Concomitant products included levonorgestrel (mirena). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), headache ("headaches"), migraine ("migraines"), anaemia ("anemia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, migraine, anaemia, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased had not resolved. The reporter considered anaemia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: looks good. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs+mr received- event injury updated to pelvic pain. New events abnormal bleeding(general), abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), migraines, headaches, anemia, nausea, dysmenorrhea (cramping), dyspareunia (painful intercourse), vaginal discharge, fatigue, weight gain were added. New reporter, patient information, medical history, lab data and concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.